Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking near the septum. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer overfilled the cartridge. Additionally, the customer was not performing the proper air removal technique, and using cold insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose ranged from 60-180 mg/dl.